Event description:
Prior to endovascular repair of common iliac, coil was checked on field and was introduced into catheter but would not deploy due to suspected malfunction. No harm to patient. Product never entered patient body. Replacement coil was available in the room at the time. Lot# 0000362910